Event description:
A female had cardiac cath via radial artery in 2009. After procedure, the device was removed and held pressure and was sent home. Then three days later, the patient reported swelling and came back for an endoscopy and had someone look at it. It was red, swollen, and had an abscess. They medicated patient. Have not heard back from patient.

Manufacturer narrative:
This product is provided with a hydrophilic coating and supplied with information for use booklet (IFU) t_kcfn_rev.0), which states: "possible allergic reactions or access site infection should always be considered, a sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powered non-latex based gloves have been reported with the use of this product." To reduce the likelihood of this failure mode recurring, corrective action was issued in 2006, and was implemented in 2008. A review of our records indicates this lot was manufactured after implementation. This is the third complaint from this hospital group involving this lot number. Nevertheless, quality engineering has reviewed the associated risk and determined that the risk will remain at an acceptable level with the addition of this complaint. At this time, we are unable to determine the root cause of the skin irritation from the information received. However, we have notified the appropriate individuals and we will continue to monitor for similar events.